Manufacturer narrative:
Fluid was observed leaking out of a tear in the exposed portion of the soft cannula while testing the fluid path. It could not be conclusively determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient did corrections and exercise before removing the pod.